Event description:
The pump had less volume than expected. The expected reservoir volume was 6.8 mls; the actual volume was 0 mls. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.